Event description:
The pt reportedly experienced intermittencies between her implant and the external equipment. External equipment has been exchanged and programming adjustments have been made. However, the problem has not resolved. Surgery to explant the pt's device is being discussed.